Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode as was reported from the field. Memory review confirmed that the device underwent a reset due to memory corruption. On (B)(6) 2024, during a device software upgrade, a memory error was recorded followed by three device faults. It is normal device function for this product to revert to safety mode after detecting three faults in a short period of time. The device reverted to safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available, and the software upgrade was incomplete. Detailed analysis determined the root cause of the memory corruption appeared to be due to an issue with a digital integrated circuit component.

Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) device was found to be in safety mode. A device replacement procedure was later performed. The ICD was successfully explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) device was found to be in safety mode. A device replacement procedure was later performed. The ICD was successfully explanted and replaced with a new device. No additional adverse patient effects were reported.